Manufacturer narrative:
Event date: (B)(6) 2016. Device manufacture date: november 9, 2015 ¿ november 10, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the no flow was observed with a large volume infusor after 10 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.